Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, lot#:, serial#: (B)(4), implanted: (B)(6) 2012, explanted:, product type: lead. Product ID: 3888-45, lot#: v778999, serial#:, implanted: (B)(6) 2012, explanted:, product type: lead. Product ID: 3888-33, lot# v885492, serial#:, implanted: (B)(6) 2012, explanted:, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 16-dec-2015, UDI#: (B)(4). Product ID: 3888-45, serial/lot #: (B)(4), ubd: 14-jul-2015, UDI#: (B)(4). Product ID: 3888-33, serial/lot #: (B)(4), ubd: 28-nov-2015, UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s friend/family member reported that the ¿leads and clips were giving the patient trouble¿. They clarified that they patient experienced pain and discomfort where the leads attached to their spinal cord. They stated that sometimes it would feel ¿hot¿. They stated this had been going on since before they had been with the patient, so more than 9 months (believed sometime in 2019). They mentioned that the ins battery had ¿run out¿ and that the patient had to have the device ¿reset¿ a couple of times. It was indicated that the caller confirmed that the ¿run out¿ was referring to the device being at eos (end of service). The caller stated that the patient had called the manufacturer representative (rep) who helped the patient ¿redo it¿. It was mentioned that the device didn¿t help them. Patient services reviewed that the device was likely in eos (end of service) and the patient was redirected to follow-up with their healthcare provider (hcp).